Event description:
It was reported in an article by schmidt et al., entitled "kyphoplasty and intra-operative radiotherapy, combination of kyphoplasty and intra-operative radiation for spinal metastases: technical feasibility of a novel approach, that the purpose was to evaluate the new method to determine if it is clinically applicable after theoretical and cadaver testing. The combination of cement stabilization and simultaneous intra-operative radiation with immediate stabilization and high-dose radiation could be a therapeutic option. In a clinical feasibility study, 17 patients (7 male and 10 female) with an average age of (B)(6) were able to be treated with the new method. Twenty vertebral bodies were treated. In one case, symptomatic cement leakage occurred. No surgical interventions were required. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.